Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and found the cause of the reported issue to be an integrated circuit, designator u17.

Event description:
It was reported that the device failed to power on. The device also drained a replacement battery in one day. There was no patient use associated with the reported failure.